Event description:
It was reported that the customer passed away. Caller stated that a coroner from (B)(6) called to report that the customer passed away. Caller stated that the insulin pump could not be located. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.